Event description:
The patient is a young adult male who was transferred from an outside hospital for management of acute heart failure secondary to cardiogenic shock. A tandemheart lvad was placed at the outside hospital, and the patient was transferred the same day. Four days later, the patient was undergoing a bath with the assistance of five nurses who helped log roll him to ensure the tandem stayed in place. When they repositioned him on his back, they noted he had lost his blood pressure. The patient's nurse turned up the flow on the tandem to increase his blood pressure. She checked the tandem, and his numbers had not changed, no alarms were going off, and the device was not "chattering." The physician team was called, and they discovered a large pericardial effusion, which they attempted to drain. The effusion did not change, and the patient was taken emergently to the or where it was found that the intake cannula had perforated the left atrial appendage. That was repaired. The lvad device was removed, and according to the report, was given to the tandemheart rep to return to the outside hospital.